Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a salem sump tube. The customer states the salem sump tube disintegrated when placed. They were forced to pull the pieces out of the patient. The pieces remained in the patient and a puncture or possible wound incurred while removing pieces. The rns were able to pull pieces out with hemostats to save replacing ng tube.

Manufacturer narrative:
The original customer report stated: "the customer states the salem sump tube disintegrated when placed. They were forced to pull the pieces out of the patient. The pieces remained in the patient and a puncture or possible wound incurred while removing pieces. The rns were able to pull pieces out with hemostats to save replacing ng tube." Based on additional information received from the customer on (B)(6) 2016, the customer is reporting that the white piece of the arv, that helps to close off the system, was stuck in the tubing when they went to use the tube again. They had to pull it out in pieces with hemostats. The customer used the white side of the arv valve to plug the tube for leakage. A serious injury was not reported. Due to the additional information received regarding the event and because there was no serious injury reported, the complaint is no longer deemed reportable.